Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient who experienced numbness and weakness in the left thumb, index and middle finger 1 day post miradry treatment. Oral steroids and nerve pain medication were prescribed. The treating physician examined the patient 8 days post-treatment. Physician stated it was evident there was some effect of the median nerve.